Event description:
The caller reported experiencing a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process, after which the error code did not reappear.